Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) was to undergo a device change out procedure which had to be rescheduled due to this patient having a non (B)(6) left ventricular (lv) lead fracture. It was noted that this patient experienced bigeminy on a presenting electrogram (egm) which technical services (ts) noted appeared to be legitimate bigeminy premature ventricular contraction (pvc) however biventricular trigger pacing was occurring, so it was hard to tell. Ts recommended turning biventricular trigger pacing off. This crt-d was successfully explanted due to normal battery depletion and replaced with a new device which remains in service. The non (B)(6) lv lead was explanted due to fracture. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5182470.